Event description:
On (B)(6) 2022, the patient underwent an emergent endovascular treatment (zone3) using a gore® tag® conformable thoracic stent graft with active control system (ctag ac device) for a traumatic thoracic aortic injury. In on (B)(6) 2022 (date unknown), a stent graft induced new entry (sine) was identified proximally. On (B)(6) 2022, a reintervention was performed whereby the left subclavian artery was embolized and an additional ctag ac device was implanted proximally. The patient tolerated the procedure. The physician reportedly stated: everything seemed fine just after the procedure, but the proximal landing may have been not enough. Initially, I considered preserving the left subclavian artery as much as possible since I was not sure about the situation regarding the head damage.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 updated: code b14 added, codes c and d updated to reflect the results of the investigation.